Event description:
This is report 2 of 2 for the same event. It was reported from germany that during an unspecified spine surgery, it was observed that the motor device heated up very fast while in use with the attachment device. As a result, there was a five minute delay to the surgical procedure. The reporter stated that the surgeon felt the heat and decided to change to a spare device. The surgery was completed successfully with the spare device. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. The reporter was unable to determine which device was malfunctioning. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a damaged cord and gears; and worn motor and coupling shaft. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.